Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue an item as drawer 8 did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. A technical support specialist (tss) opened the drawer and asked the customer to check for any obstruction preventing the drawer from opening. The customer confirmed an obstruction and cleared it using a long, slim object. After removing the obstruction, the drawer was retried and opened successfully without any issues. The system functioned as intended after the technical support specialist troubleshot the device.